Manufacturer narrative:
Continued: section e phone: (B)(6). Investigation evaluation: the product said to be involved was returned in a clear plastic bag. Provided with the return was a lid stock from the lot number provided in the report. The label matches the product returned. Our evaluation of the product said to be involved confirmed the report. All components were included in the return. Catheter #1 was noted to have residual powder within the catheter with slight discoloration at the tip, but no kinking was observed. Catheter #2 was noted to have a build up of powder within the catheter with slight discoloration at the tip, but no kinking was observed. The device was returned with the on/off switch in the "off" position. The red activation knob was disengaged in the handle indicating deactivation of the carbon dioxide (co2) cartridge. Powder was observed on the exterior of the returned components, within the device nozzle, and within the return bag. The co2 cartridge was fully punctured. A visual examination of the o-ring and lance inside the handle showed both to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. The foam was oriented correctly within the handle (slits pointing down towards the red activation knob). When tested with a new co2 cartridge and activation knob, the device sprayed as intended. The device was also able to spray as intended with catheter #1 attached. However, the device was unable to spray powder with catheter #2 attached, powder was observed passing through the catheter until reaching the section of catheter containing the powder build up. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the product said to be involved confirmed the report. One of the two returned catheters were confirmed to be clogged. A definitive cause for the catheter clogging could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The user stated the following in the description of events: "the user reported that, when turning the red knob in the direction of the arrow during setup, a hissing sound was heard, as if gas was escaping." This was not observed during our evaluation. However, if a gap is left between the white handle and red activation knob during activation this may contribute to co2 leakage resulting in the observed hissing. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.

Event description:
During an unknown endoscopic procedure for a gastric submucosal tumor, the physician used a cook hemospray endoscopic hemostat. It was reported that the device was set up according to the prescribed instructions, but only a small amount of powder could be sprayed. The user reported that, when turning the red knob in the direction of the arrow during setup, a hissing sound was heard, as if gas was escaping. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.